Manufacturer narrative:
Concomitant products: product ID 399945, lot # v044058, implanted: (B)(6) 2008, product type lead; product ID 399945, lot # v044058, implanted: (B)(6) 2008, product type lead; product ID 37082-20, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 399945, lot # v044058, implanted: (B)(6) 2008, product type lead; product ID 3550-29, serial # unknown, product type accessory. (B)(4). Analysis of the implantable neurostimulator (ins) serial # (B)(4) found the battery reached a normal end of life. Analysis of the lead lot # v044058 found the proximal end connector of the lead was not completely seated in the extension. Ins (B)(4). Lead v044058.

Event description:
The manufacturer's representative and healthcare provider reported that the patient saw the elective replacement indicator (eri) on the patient programmer (pp). The patient saw the physician who wanted to replace the patient¿s lead with a different lead at the time of battery replacement to give her better coverage since she reported needing better coverage in her hip and back. Impedances were checked and were within normal limits. An x-ray was ordered, but the manufacturer¿s representative (rep) didn¿t have the results or the date of replacement at the time of the event since it had been planned but not scheduled. The issue was not resolved at the time of the report. At the time of the report the patient was alive with no injury. Later, information indicated the device was explanted. Relevant medical history included radicular pain syndrome.